Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the directional pin was missing. In addition to confirming the customers reported issue the device evaluation also found fiber breakage, dents on the distal edge of the optical window and broken optical lenses. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the piece of the unit at the base of the rigid scope was missing. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: corrected field: e3 (added "non-healthcare professional" in occupation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the missing direction pin occurred due to excessive use. Olympus will continue to monitor field performance for this device.